Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was unknown. During a call with baxter customer services (bcs), the following was reported. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. It was unknown whether a peritoneal effluent culture was performed. Treatment was not reported.

Manufacturer narrative:
(B)(4). Since the lot number is unknown a batch review was not performed. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.